Event description:
It was reported that when using the pyxis medstation es system drawers were failed.the customer reported that there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a defective drawer. A field service engineer modified the rails of the full-height drawers within the chassis to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.